Event description:
The surgeon reports the cautery coagulation function is not as strong ("cautery does not seem to be working very well") as it usually is at setting: 30. The cautery pencil cord was unplugged and reinserted. The megadyne adapting cord to the megadyne pad was unplugged from the valleylab machine and reinserted. The adapting cord was disconnected from the megadyne grounding pad and reconnected. There was no change in the coagulation function reported by the surgeon. A different manufacturer's pad was applied to patient's thigh and plugged into the valleylab machine. Surgeon reported improved coagulation function. The was no critical impact to the patient.